Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant medical products: 419378 lead, implanted on (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and "near syncope." Interrogation of the cardiac resynchronization therapy pacemaker (crt-p) revealed the device had reverted to its nominal settings. The device was found to be at elective replacement indicator (eri) and normal battery depletion was noted, however upon interrogation unavailable battery voltages were indicated. It was also reported that the device "failed to output during testing" and a loss of right ventricular (rv) and left ventricular (lv) capture and high lead impedances were also noted. After interrogation the device was able to capture normally. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.